Manufacturer narrative:
(B)(4). Date sent: 02/19/2020. D4: batch # t5ea2y. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage void of staples and with the breakaway washer uncut and without marks. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Would not fire. It was reported that during the laparoscopic surgery for rectal cancer. Using cdh29a to anastomosis rectal and anal, properly placed anvil and wait for 15sec. Could not fire. Another cdh29a used to complete the surgery. There was no patient consequence reported. No additional information can be provided.